Event description:
It was reported that an asymptomatic patient presented to the operating room for change out due to normal eri. Via fluoroscopy, externalized conductors were observed. Normal electrical measurements were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 13.2cm was returned for analysis. External insulation abrasion was found at 12.8-13.2cm from the connector pin, consistent with friction to the ICD can. The etfe coating was intact at the same location.